Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} visual examination of the returned product identified the sheath of the device had been indented, scratched, and torn. There is a scratch to the metal under the head of the driver. The junction location of the device shows wear from use. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the driver was worn out with the rubber flaking off. No product fell in the patient and the procedure was completed using another device. There is no additional information available at the time of this report.